Manufacturer narrative:
Approximate age of device: 18 days. The patient remains on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced lightheadedness and dyspnea and one episode of a dark stool. The patient's hemoglobin was 4.5 g/dl. The patient was transfused with 5 units of packed red blood cells for gi bleeding.

Manufacturer narrative:
A root cause for the report of gi bleeding could not be determined through this evaluation. The patient remains ongoing on (B)(4) and no additional complaints have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.